Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to verify or reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently not respond to button presses and that its display had frozen. This state could be indicative of a device lock-up, in which case therapy would not be available, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would intermittently not respond to button presses and that its display had frozen. This state could be indicative of a device lock-up, in which case therapy would not be available, if it were needed. There was no patient use associated with the reported event.